Event description:
Atty's report of pt's alleged pain and nausea due to defective mesh.

Manufacturer narrative:
Based on the info currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.